Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient's family/friend regarding patient's neurostimulator (ins) that was implanted for failed back surgery syndrome. Caller reported that implant has failed and patient is currently at primary hcp office. Caller needed name of hcp for referral for scs device. Caller clarified "implant has failed" by stating "her remote can't trigger it, it's not giving her stimulation", and patient tried to recharge ins unsuccessfully. The event date was provided as couple of months ago; an exact date was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient clarified the implant failing, remote can¿t trigger, lack of stimulation and the inability to charge as ¿it was at the end of its 9 year battery, I think.¿ the patient reported that the circumstances that led to the issues were that she misplaced the remote and charger; when she found the devices, she tried to charge it and all she could get was a message to contact doctor. The patient reported that the contacted to the manufacturer for an approved doctor. The patient didn¿t know when the implant was last successfully charged, possibly in (B)(6) 2018. The patient reported that the issues weren¿t resolved and trying to get a referral was hell and she was in enough pain already. No further complications were reported.